Manufacturer narrative:
Method: complaint history review; risk assessment; results: the parts were not returned for examination. Conclusion: the plausible root cause of the reported event is not determined.

Event description:
Patient had original anterior cervical discectomy and fusion (acdf) surgery about three months ago. Patient was taken back to the or for a second acdf surgery because the stryker orthopedic plate and screws were pulling out of the patient's spine. This second surgery was to remove and replace the hardware. The original intended procedure was the removal and replacement of the orthopedic hardware c4-c5, c5-c6.

Event description:
Patient had original anterior cervical discectomy and fusion (acdf) surgery about three months ago. Patient was taken back to the or for a second acdf surgery because the stryker orthopedic plate and screws were pulling out of the patient's spine. This second surgery was to remove and replace the hardware. The original intended procedure was the removal and replacement of the orthopedic hardware c4-c5, c5-c6.